Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: switzerland.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced an event on 25-feb-2025 where needle was fractured while in use. The infusion set was used for two days and site was patient's belly or back. No further information available.